Event description:
It was reported that during an open gastrectomy, the knife was not returned to the home position after the 3rd firing. The staple height was gold. There was neither unexpected sound nor a possibility of clamping something hard such as an existing clip or a forceps at the firing. The staples were formed properly and the tissue was resected without any problems. The jaws could be opened. Reinforcement material was not used. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 05/07/2012. Information is unavailable; device was not returned for evaluation. Additional information: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? No. Was the cartridge loaded with the retaining cap on? No information. Was there an attempt to load the cartridge proximal end first (like en endocutter)? No information. Did anyone move the firing knob to the left or right after loading the device but before firing? Information. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. Was a leak test completed? No information. Was the firing to close an ostomy? No. Is a pathology specimen and/or report available? No. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) No information. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? No information. How long has the surgeon been using this device for this procedure? No information. What predicate device was used by the surgeon? No information. Was there a recent conversion to ees devices in this account or with this surgeon? No information. There was a possibility that the device was fired across an existing staple line, but the device did not clamp something hard such as a clip. All staples were deployed. The knife returned little to the home position after the firing. Except the issue of knife, there was no problem. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Regular. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? 10 to 15 seconds. How were the jaws able to be opened since the knife blade would not return? Since the firing knob was returned to the home position (pre-firing position), the anvil half could be separated from the cartridge half. The event states one device will be returned, however, the file shows it being disposed of. Please verify if the device will be returned. Sorry, the device would not be returned. The reported event occurred at the 3rd firing and the firing was the 2nd firing on the gastric body. There were no problems in cutting and stapling prior to this event (1st and 2nd firings). The target tissue was regular and there was a possibility that the device was fired across an existing staple line. The surgeon waited 10 to 15 seconds after clamping the tissue. The device was fired without any difficulties. The firing knob was moved forward completely at the firing. The knife little returned after the firing though the knob was returned completely. All drivers of the cartridge were up and no staples remained in the staple pockets. There was no damage in the cartridge pan. Although the knife did not return, no one damaged due to the event. After this event, the device was not used for the patient. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.